Event description:
It was reported that during an unk procedure, the device was used to grab the tissue, but it would not hold. Used a new one to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.